Manufacturer narrative:
Treatment parameters were not within clinical guidelines. Patient was given aquaphor for preventative care post care treatment, but also required hydroquinone as intervention medication. There was no device evaluation as this incident involved user error. Redness/discoloration are expected side effects from laser treatments, however this incident is reportable because hydroquinone medication was used for intervention care. Evaluation not required due to user error.

Event description:
Patient developed discoloration and redness on thighs/arms from laser treatment, which then required intervention medication.